Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used tandem charging cable and wall adapter and left pump connected to a working outlet for at least 30 minutes, with charging connection still not recognized. There was no reported adverse impact to the customer¿s blood glucose level. Caller also tried a different wall adapter and a different charging cable without success, and technical support documented issue and provided suppliers report because pump was out of warranty.